Manufacturer narrative:
The subject device is not available for evaluation since it remained implanted (valve-in-valve procedure). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with an inspiris resilia valve model 11500a27 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 5 months due to lack of coaptation of the non-coronary leaflet and right leaflet at the base leading to moderate intraprosthetic aortic insufficiency. An edwards transcatheter valve was successfully implanted within the surgical edwards valve. The patient was discharged asymptomatic and in good circulation compensation.

Manufacturer narrative:
Nonstructural valve dysfunction (nsvd) is any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve, like stenosis and/or regurgitation. The term nonstructural dysfunction refers to problems that do not directly involve valve components yet results in dysfunction of the prosthetic valve. Such as, entrapment by pannus, tissue, or suture; paravalvular leak; malposition; obstruction; patient prosthesis mismatch; hemolysis/hemolytic anemia; and technical errors. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. Based on the limited information available and the short time period (five months) the valve was implanted before regurgitation was discovered, the root cause of the lack of coaptation of the non-coronary leaflet and right leaflet at the base leading to moderate intraprosthetic aortic insufficiency is inconclusive. Due to svd being a gradual, multi-year process, it is likely the regurgitation of the bioprosthetic valve, after being implanted for only five months, is due to nsvd; however, the root cause is indeterminable due to the lack of information. There is no evidence to suggest a manufacturing non-conformance or a product failure with regard to design, reliability, or use error.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.